Event description:
It was reported that the pt's left lead was "shorted" and was shocking the pt in his arm in 2007 when the implantable neurostimulator was turned on. The pt did not want to have another operation, and the device was still implanted and was on a very low setting. The lead was helping the tremors, and the 2007 surgery was traumatic so the pt was not willing to move forward with replacing the lead. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).